Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037,serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she had radio frequency on her back on (B)(6) and she noticed she was wet on (B)(6). The patient stated she has been trying to use her patient programmer (pp) and the first time she tried she saw a screen that told her to call and a 301 code. The patient noted she also saw the low battery screen so she changed the batteries, but since then she has been getting poor communication screens. The patient stated they planned to call their healthcare professional (hcp). Trouble shooting noted it sounded like the patient programmer was functioning correctly. The patient also added the radio frequency was not related to her device it was for her back, the patient stated she has trouble remembering. The patient noted she had radio frequency on her left side (prior) and that was not a problem, but this time she had it on her right side and interstim device is on her right side. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information reported that the programmer batteries were replaced since they were unable to sync .the patient indicated that the device started working on its own. The patient had urinal incontinence. It was noted that patient's reported issues was resolved. The patient was wearing pads daily since (B)(6) 2016 when she had a nerve block in her back. Additional information reported about a week later that the representative was notified a day after the initial call of what that happened. The representative stated that everything seemed to be working. He said the device would need to be replaced in two years. Rep turned it up to 2.3 volts because she was still wet. The patient was still getting wet after radio frequency on her back on (B)(6). When she triesto increase it kills pelvic area. Poor communication and low battery screen has resolved as a couple days ago. Patient said she used to be able to just put the antenna over the site and it would connect. Now she has to try harder to get it to connect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.